Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. Event is addressed in the package insert. This is the same event as 1043534-2007-00052, 00053, 00054.

Event description:
Left bipolar hip in 2007, using slr bipolar and profemur(r) z plasma spray stem. Allegedly hip dislocated and while manipulated back into the acetabulum, the femoral head popped out of the liner. 46mm bipolar shell with 32mm - 3.5mm head was used. The following month, her bipolar was converted to a total hip.